Manufacturer narrative:
The reported field event of impedance anomaly was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly.

Event description:
During a routine device exchange procedure, high pacing impedance was observed on the right ventricular and atrial channels when the leads were connected to the replacement device. All measurements were normal when the leads were connected to the pacing system analyzer. A device malfunction was suspected. Another device was used to complete the implant procedure. The patient was in stable condition.